Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored electrograms, non-sustained right ventricular oversensing due to post-paced t wave over sensing was noted on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient's condition was stable throughout.